Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. A review of all batch record documents was performed for lot number s13c11089 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 4 of 4. The home patient (hp) did not find anything unusual during the troubleshooting that could have caused or contributed to the alarm. The technical service representative (tsr) had the hp disconnect from the setup and cycle the power on the hc to clear the alarm. There was no patient injury or adverse event associated with this report. No additional information is available.